Event description:
It was reported that the symptomatic patient presented for follow-up. The patients presenting rhythm was 67.5 bpm with active hv therapy. The patient may have been treated with external defibrillation while being transported. The device was found to be in backup vvi mode. Review of the device image revealed that the day before, the patient was having several episodes of vt and therapy when the device went into backup mode. A device download was performed successfully. Soon after device restoration, the patient went into vt and the device was taking too long to charge, so external defibrillation was used to rescue the patient. A second device download was unsuccessful. Device replacement was recommended. No further information is available at this time.